Event description:
It was reported that the device was hard to connect and to release. Impact marks are visible and there is some heavy metal splintering on the joint. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that the returned impactor shows chipping in the area of the boring. We think that heavy hammering led to a strain hardening of the material. More hammering caused the chipping. The pivoted lever shows impact marks what leads to the conclusion that direct impact took place. In this connection we would like to call attention to the operative-technique which states that direct impacts on the t piece should be avoided. No product error could be determined and the review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As the investigation has shown, the pivoted lever shows impact marks what leads to the conclusion that direct impact took place. In this connection we would like to call attention to the op-technique which states that direct impacts on the t piece should be avoided. This device failure is related to the user not following instructions. Note: the threads of the guide rod overlap indicating that it may be difficult to confirm position at application making device difficult to use. We are aware of the problem with the impactor and the responsible product development center is working to improve the design.